Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (closure codes and device codes). Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received and stated that there were no records of new harm and device related problem for the asr implant since this was already captured in the previous records. However, pfs alleged patient harm after revision such as the plaintiff have limited flexibility left hip, 1/2 leg length discrepancy, walking difficulty, unable to get up without assistance and fear of falling. Suffered mental health, physical injuries, disfigurement and emotional distress. Pfs alleges MRI result shows soft tissue pseudotumor consistent with particle disease, elevated metal ions, leg length discrepancy, pain and metallosis. However metal ions result is below 7 ppb. After review of the medical records the patient was revised to address mechanical complication of orthopedic implant with metalosis and granulomatosis, synovitis due to metal debris and avulsion of the gluteus musculature from the greater trochanter due to granulomatous disease. Operative note reported granulomatosis involving the greater trochanteric bursa with green type of granulomatous tissue. There was a metallic stained fluid, linear multidirectional scratches noted on the head and some mild black corrosive tissue. Doi: on (B)(6) 2009, dor: on (B)(6) 2011, left hip.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
In addition to what was previously alleged. Pfs alleged limited flexibility, mental suffering, physical injuries, disfigurement, fear, and emotional distress.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). ((B)(4)) used to capture the surgical intervention. Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient attorney reports the patient representation and revision surgery. The reason for revision has not been provided. **update** 5/9/2012 - medical records were received. The revision operative report indicates the patient was revised to address mechanical complication of the implant with metalosis. No evidence of bone growth on the cup. ***update*** 8/6/2012 litigation papers allege the patient experienced pain and discomfort in her left hip and had to undergo revision surgery. There was no additional information received that would impact the outcome of this investigation. Doi: (B)(6) 2009 - dor: (B)(6) 2011; left hip.

Event description:
Medical records received: the patient had an MRI and found a soft tissue pseudotumor consistent with particle disease. The patient experienced pain and elevated cobalt and chromium levels. The revision surgeon noted that the patient had metallosis, metallic stained fluid, and mild black corrosive tissue in the left hip. The patient has limited flexibility in the left hip. The patient has approximately an ½ inch leg-length discrepancy and walks with a limp. The patient's walking is such that can only go one step at a time when ascending stairs. The patient's mental health has suffered. The patient experienced physical injuries, economic losses, and medical expenses; past, present, and future pain and suffering, permanent physical injuries, disfigurement, and emotional distress.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.